Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a manual injection. Custom reported filling cartridges with cold insulin, changing trusteel infusion sets every 3 days, and sometimes reusing insulin from old cartridges when filling new cartridges. Customer was instructed to change trusteel infusion sets every 2 days, and to fill cartridges with new, room temperature insulin per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.